Event description:
Pt was revised to address back-out of the smooth peg.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records was not possible as the lot code required was not provided. A previous investigation found although the complaint is non-verifiable, there are previous complaints for this failure mode. Patient anatomy and surgical technique can impact the peg engagement even if the product is within specification. This is discussed in (B)(4) and is approved with an ifr (investigate further reduction) designation. The engagement issues are impacted by patient anatomy and surgical technique. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. CAPA-(B)(4) was opened on may 10, 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in CAPA-(B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.